Event description:
Caller reports that during a correlation study, the following coaguchek xs/laboratory results were obtained: 2.4 inr/1.9 inr, 3.1 inr/2.3 inr. No treatment information provided. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Patient 2 medication includes coumadin.

Event description:
It has been reported that the pt had recently fallen, causing a dislocation.